Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin delivery.